Event description:
Physician reports artifacts in the images and unreliability of profile data for evaluating the inferior wall. Confirmed on 2/2/00.

Event description:
Physician reports artifacts in the images, unreliability of profile data for evaluating the inferior wall. Confirmed on 2/2/2000.